Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 21:47:34. During night drain cycle four, the patient's ultrafiltration reading was 1680ml, indicating the home patient (hp) drained 1365ml more than their maximum programmed fill volume of 2100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was use error, tidal total ultrafiltration (uf) removal was set too low. Homechoice and homechoice pro apd systems patient at-home guide gives a warning that "a total uf volume set too low can resultin a gradual buildup of uf volume during therapy. This can result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.